Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedance measurements, and an increase in pacing threshold measurements. It was noted the increase has been gradual since (B)(6) 2012. Sensing was stable, and noise was not recorded. A save to disk was sent to technical services (ts) for review. Ts confirmed the latest device follow-up showed a pacing impedance measurement of greater than 2,000 ohms. All other measurements were stable and within range. No noise could be observed on the two electrograms (egms). Ts discussed the increased pacing impedance measurements could be due to a lead/tip interface issue, and should be monitored. Ts also suggested shorter intervals for device follow-up depending on the patient's clinical needs. There were no adverse patient effects reported, and this patient will be followed-up in a few months.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This rv lead remains in service. At this time there was no additional information. Should additional information become available this report will be updated.

Event description:
New information received indicates that this lead was surgically abandoned due to suspected lead fracture.